Event description:
This device was found in backup mode. The patient did not report a reason for the backup mode. The device was reinitialized and remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2018 - back up mode detected per home monitoring on (B)(6) 2018. When the patient was brought in clinic for reinitialization, the device could not be interrogated. Device remains implanted.

Manufacturer narrative:
(B)(4) 2018 - this device was explanted and replaced because it would not interrogate. Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during manufacturing. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. Therefore the electronic module was attached to an external power supply to test its functionality. Thereby the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. Regarding the reported activation of the safety backup mode, no conclusions could be drawn based on the information available for analysis. It cannot be excluded that the presence of external influences, such as strong electromagnetic fields, might have contributed to this observation. In conclusion, the device was implanted for 67 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.